Manufacturer narrative:
The reported event was reproduced during functional testing and confirmed through archive data review of the autopulse lithium ion battery ((B)(4)). The battery was received with no physical damage. The battery was received with four green led illuminated on the battery status indicator. The battery was functionally tested by inserting into a good known reference autopulse multi chemistry charger (mcc) and the mcc illuminated a red battery charger led indicating that the mcc was unable to charge the battery. Review of the retrieved archive data revealed multiple field effect transistor (fet) test and other battery errors from the beginning until the end of the archive data. It was indicated that these battery errors are due to a damaged transistor likely related to electro static discharge .

Event description:
During routine testing, a fully charged (four green led) autopulse li-ion battery ((B)(4)) was inserted into the autopulse platform and displayed a "replace battery" message. The user further tested the battery in the autopulse multi-chemistry charger (mcc), and was unable to successfully charge. The platform was tested using another battery and operated with no issue. No patient involvement was reported.